Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, the caps of an unspecified number of tubes were loose. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, the caps of an unspecified number of tubes were loose. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo and one video for investigation. For lot# 5002242, the customer's photo displayed multiple tubes but did not provide sufficient evidence of stopper creepout. The video showed a healthcare worker removing the cap of a tube with little force; however, the batch number of the tube could not be confirmed. A total of 29 retained samples for lot# 5002242 underwent functional tests, with two out of these 29 samples showing stopper creepout/stopper pop off. Similarly, for lot# 5008825, 29 retained samples underwent functional tests, resulting in 12 out of 29 samples showing stopper creepout/stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5002242 and 5008825, for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.